Event description:
Pt underwent initial aaa repair on (B)(6) 2009. The main body and the iliac leg delivery (1820334-2009-00712) systems were leaking throughout the entire case, from the back of the hemostatic valve. It was noticed upon prepping, that when the tech flushed saline through the connecting tube on the hemostatic valve that saline poured out the back of the valve. The main body was much worse than the iliac leg graft, but both leaked significantly. The main body was leaking so much blood, even turned all the way to close, that the tech was suctioning a puddle every 3-5 minutes. The pt experienced blood loss; however, he was hooked up to a cell saver, so no other adverse effects were reported.

Manufacturer narrative:
(B)(4). The captor valve sheath assembly and grey positioner were returned in a used and contaminated condition. During the attempt to remove the captor rotator the valve collar and chamber separated, which was described as unexpected. It was noted that blood was present in the captor rotator, indicating a leak through the assembly. Each check-flo disc was examined, which revealed that all three discs had off center tears. The damage to the check-flo discs could result in unexpected leakage while a dilator/assembly is in placed in the valve. In regards to this complaint, poor compression of the discs between the valve collar and chamber could have contributed to the leak. At this time, it is difficult to determine when the check-flo discs were torn. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Check-flo discs critical dimensions and captor valve assembly inspections are performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. It is also confirmed that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, and the proper deployment sequence. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and deemed acceptable. However, we are continuing to evaluate actions that may minimize the occurrence of this failure mode.